Event description:
It was reported to philips that a table brake error prevented imaging due to a suspected database/software issue on an allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebuilt the image database and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).